Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be bad fit with connector. However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking. Per additional information received via email on 26jun2024, they have the defected product collection bag (a947316) only with leaking issue. Per additional information received via email on 28jun2024, it was reported that the two more foley catheters were leaking this week at braselton, in the last 2 days. They did not have the product number, but they should all be the same thing, sure step temperature foley catheter. They believed total of 9 incidents happened. Per clarification mail received on 02jul2024, it was reported that the northeast georgia medical center were reporting leaking foley catheters, 5 reported at their gainesville campus and 4 reported at their braselton campus. The complaints were leaking foley and drainage bag. They only saved one packaging for a947316 but could not confirm that this was the same product for each incident. Per additional information received via email on 09jul2024, it was reported that the barriers they have been experiencing that had been leaking around the point of insertion. Patients were found to be completely drenched in urine multiple times. From what they could assume the balloon was still inflated when staff removed the balloon, they removed 10 ml with the balloon appearing to be intact. This is one of the only defective foleys that were kept of all the incidents reported although still no lot numbers. They would also like to mention that the one in possession was the only report specifically to the leaking drainage bag that they were aware of. The defective product was a947316. Per clarification mail received on 11jul2024, it was reported that the, only one of 9 incidents were just a leaking drainage bag so that would leave 8 leaking foleys. The leaking drainage bag was at the gainesville campus and only 2 foleys were reported from braselton.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking. Per additional information received via email on 26jun2024, they have the defected product collection bag (a947316) only with leaking issue. Per additional information received via email on 28jun2024, it was reported that the two more foley catheters were leaking this week at braselton, in the last 2 days. They did not have the product number, but they should all be the same thing, sure step temperature foley catheter. They believed total of 9 incidents happened. Per clarification mail received on 02jul2024, it was reported that the northeast georgia medical center were reporting leaking foley catheters, 5 reported at their gainesville campus and 4 reported at their braselton campus. The complaints were leaking foley and drainage bag. They only saved one packaging for a947316 but could not confirm that this was the same product for each incident.